Event description:
Philips received a complaint on the heartstart mrx indicating that the battery was not functional there was reportedly no patient involvement. The fse evaluated the device while performing a preventive maintenance on site. It was found that there was nonfunctional battery. A quote was provided to customer for a battery. The device remains at the customer site and no further evaluation is warranted at this time.